Event description:
It was reported that a user discontinued the ilet after four days due to anxiety about relinquishing control and experiencing both high and low blood glucose while using the system, with reported values up to 401 mg/dl and down to 52 mg/dl and durations out of range up to four hours for highs and one hour for lows. Symptoms included episodes consistent with hyperglycemia and hypoglycemia without acute complications. Outcomes included no medical intervention or hospitalization and cessation of ilet use after discussion with the user¿s healthcare professional. Investigation included complaint intake review and troubleshooting and education offered, with no device alerts or alarms reported. Investigation of this case revealed an unclear cause for the glycemic excursions and no confirmed device malfunction. It was concluded that the event was user-reported hyperglycemia and hypoglycemia with cause unclear, and the user elected to stop using the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.